Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system exhibited oversensing in the right ventricular (rv) channel while the patient was lying on his left side and noise in the right atrial (ra) lead. The patient experienced discomfort while lying on the left side. Technical services (ts) was contacted and mentioned that it could be muscle related. This pacemaker remains in service. No additional adverse patient effects were reported.